Event description:
It was initially reported on 2011 (B)(6) that the patient experienced a change in therapy effect/return of patient symptoms; on 2011 (B)(6) patient took a step back and "felt something pop in his back". Since then his shins, thigh, and outside of calf felt like the "meat was torn from out of leg"; the sciatic nerves were irritated to the heels of his feet; pain felt like a burning sensation. It was stated that the healthcare provider (hcp) had conducted an MRI 3 weeks ago and had in the meantime increased the drug dosage 3 times which had been unsuccessful to treat the pain. Patient thought that there may be an issue with the catheter since it was implanted in 1993. Patient was to meet with hcp on 2011 (B)(6) to discuss MRI results. Drug delivered via the pump was hydromorphone (dilaudid). It was later reported on 2011 (B)(6) that the pump was replaced and that the hcp didn't replace the original catheter due to adhesions. Patient was concerned about the catheter and that it had "gone old and brittle" and "may have been compromised during surgery". Morphine was also noted as an old drug infused via the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8703, lot# j91-086849, implanted: 1993 (B)(6), explanted: unk.

Event description:
Additional information reported that, prior to the removal and replacement of the pump, the patient had experienced an increase in p ain. The patient's physician ordered an MRI that was performed on (B)(6) 2011. It was not known what, or if anything, was shown by the MRI. The pump was subsequently removed and replaced due to the patient experiencing an increase in pain and the pump being five years old. The physician had intended to also replace the catheter, but decided intraoperatively that it was not necessary. A medical decision was made to add a new connector and a short extension to the existing catheter. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.